Event description:
It was reported a malfunction in which the inside of trial head (40mm -4) clip that locks into 12/14 taper on femoral trial neck broke off. The broken part was retrieved from the patient.

Manufacturer narrative:
The femoral head trail and its pieces were returned and evaluated. A visual inspection confirmed the complaint that one of the tabs inside of the trial that allows it to mate with a femoral head has fractured. Additionally, the articular surface of the trial exhibits material deformation consistent with regular use. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit has been issued for this device.